Manufacturer narrative:
A3b) patient gender - not available from facility. H3) the lld e was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv), right atrial (ra), and right ventricular (rv) lead due to non-function. Spectranetics lld e lead locking devices (lld es) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics 16f glidelight laser sheath, the ra and rv lead were removed successfully. Then, switching to the lv lead with the 14f glidelight, progress was made down to the coronary sinus (cs). While pulling traction with the lld e, the lead broke at the innominate vein, and the lld e and proximal end of the lead were removed. An attempt was made to snare; however, during set up, a pericardial effusion was detected. The patient¿s blood pressure dropped, and rescue efforts began, including pericardiocentesis, sternotomy, and bypass. A cs perforation was discovered and repaired, and the decision was made to abandon the distal tip lv lead. The patient survived the procedure. This report captures the lld e providing traction on the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.